Event description:
It was reported that the mobile programmer kept displaying a white screen when it was attempted to access the application. The application hosting device was rebooted and restarted, however this did not resolve the issue. The application was reinstalled. The application then kept returning the user to the tablet home screen after application was paired with the mobile programmer base and patient connector. It was ensured that there was a stable network connection and the tablet operating system was updated. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.